Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were both fully functional upon receipt. Monitor sn (B)(4): 03/2010 (reuse). Electrode belts sn (B)(4): 12/2010 (reuse).

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory mgr contacted zoll customer support to report that the pt had passed away on (B)(6) 2011. A download of the pt's flag files indicates the pt passed away on (B)(6) 2011. On the day of the pt's death, the lifevest detected vf at 05:27:30 an d05:27:29. The response buttons were not pressed for either episode. Review of the heart rate flags showed the rate interpretation from the device changes constantly and varied between 70 bpm and 300 bpm. Asystole was declared at 05:28:14, and a third arrhythmia was detected at 05:28:20. Review of the ECG data revealed fine vf with varying amplitude that continued until the device was shut down. The ECG data also indicated that the two electrodes on the fb channel were not contacting the skin properly. The pt's fine vf fluctuated between 70 bpm and 300 bpm, so the algorithm for treatment delivery was never satisfied. The device was shutdown at 05:28:25.